Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluated is not expected. Should additional information become available, a follow-up report will be submitted. Reported to FDA on (B)(4) 2014. (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that after using aquacel foam adhesive on patient's heel in the nursing home the clinician noticed the entire heel under the dressing was red and shiny (irritated as described by the clinician - aquacel foam caused the reaction). The same dressing was used since (B)(6) 2014 (or earlier as patient came from another residential home) and changed every 3 - 4 days and never was there a problem before. After noticing the irritation, allevyn non-adhesive foam dressing covered with bandage was used resulting in evidence of immediate improvement after the first dressing change on (B)(6) 2014.